Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not get the insulin to come out of the reservoir. The customer's blood glucose was 123 mg/dl at the time of incident. The customer stated that the issue was resolved when they changed the reservoir and infusion set. The customer declined to troubleshoot. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.